Event description:
While resident was being assisted with shower, the shower chain seat collapsed and resident fell through and was wedged within the frame of the chair. Resident sustained a reddened mark on the back.